Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. After loading a third cartridge, the error cleared and customer resumed pump therapy. There was no reported adverse impact to customer's blood glucose.